Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime/fill anomaly on the insulin pump. Customer's blood glucose level was 187 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised insulin did drip after the motor stopped. Customer would monitor insulin pump. Insulin pump would not be returned.